Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor alarmed change sensor and that her sensor glucose and blood glucose were not accurate. The customer indicated that her sensor glucose was 222 mg/dl and her blood glucose was 66 mg/dl. Troubleshooting advised customer on calibration techniques and to remove and change out sensor. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.